Event description:
It is reported that the bipolar trial liner retaining ring broke during trial reduction.

Manufacturer narrative:
Eval: as returned, the liner is fractured. Manufacturing documentation process that the rings were properly assembled into the liners at the time of manufacturing. The device has a potential field age of approximately 3 years. The fracture may be a result of (but not limited to: excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, device fatigue due to usage over time.